Event description:
It was reported that an autopulse resuscitation system s/n (B)(4) experienced a system error/out of service. This error code appeared during patient use. However no patient information is available. Manual CPR was initiated. No adverse event was reported.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The device was subsequently returned to the manufacturer on (B)(4) 2012 and analyzed. The customer's initial complaint of system error-out of service was verified. The processor board was observed to be at fault and was subsequently replaced. It was also observed that the top cover was cracked, the motor cover damaged and device was missing battery partition cover. The top cover and motor cover were replaced. A new battery partition cover was also installed to the unit. No issues were exhibited in the archive. Board passed final test. The root cause of the device failure was determined to be associated with a fault processor board.